Event description:
It was reported that during placement of the right ventricular (rv) lead, the threshold was poor and it had to be repositioned several times. To check if the myocardium was entangled at the tip, the lead was temporarily removed from the body. However, when the coil reached the tip of the sheath, there was difficulty removing it due to something seeming to be trapped inside the sheath. Despite the challenge, the lead had to be taken out, and the physician decided to remove it. Upon removal, the coil at the junction with the body appeared stretched. According to the physician's view, there was significant resistance when inserting the sheath distally, and fluoroscopy showed severe bending in the vessel path, which likely caused the sheath to crush at that part. A new lead was provided and implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.